Event description:
It was reported by the customer that the rubber switch cover of the internal paddle handle was split open following the sterilization process. The customer did not know how many times the internal paddle assembly had been sterilized. The customer is using a pre-vacuum steam sterilization process at 132 degrees celsius for 4 minutes. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.